Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the right eye due to halos and glare suffered by the patient. It was stated that the doctor implanted a new lens and the patient is doing fine.

Manufacturer narrative:
Age: unknown. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The lens can be identified as a tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens was received cut in two pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Considering the condition of the returned lens, additional analysis is not possible. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. There were no process and / or material changes within the production order number. There were no nonconformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within power specification. There were no associated nonconformity material reports. There were no associated nonconformity reports or deviations. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.